Manufacturer narrative:
It was reported that allegedly 3 patients developed skin breakdown needing wound care with one needing a skin graft and one borderline anterior tibial tendon exposure, though not infected. The devices are scheduled to be returned for evaluation, enovis will provide a supplemental when investigations are completed.

Event description:
It was reported that allegedly 3 patients developed skin breakdown needing wound care with one needing a skin graft and one borderline anterior tibial tendon exposure, though not infected.